Manufacturer narrative:
The reported event of damaged pcus which weren't observered during site visit file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/25/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for bubbling front membranes, a related issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/26/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/26/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/26/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/26/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/26/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/26/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/26/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/26/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for error codes and messages, an unrelated issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. There was no correlation to the reported complaint. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/26/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/30/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/30/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/30/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/30/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/30/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/30/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/30/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/30/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/30/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 4/25/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for bubbling front membranes, a related issue. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported devices that were not observed during the visit to have some form of damage requiring repair. There was no report of patient involvement.